Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris secondary set was occluded. The following information was received by the initial reporter with the following: it was reported by the customer that my nurses start the infusion, make sure it is infusion and then go to take care of next patient. When they go back to check on patient, they find that it has stopped infusion and pump is not alarming. They have switched pumps to see if that is the issue. The last time this happened after checking a different pump, they switched tubing and it was fine.